Event description:
The customer reported clenz leaked near quick disconnect (qd3) from the coulter lh 500 hematology analyzer. The volume of the leak is unknown. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection, and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a quick disconnect (qd2) was loose. The fse reconnected the qd2 to resolve the leak issue. The fse performed instrument verification and the instrument was returned to normal operation. (B)(4).